Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube and shaft of the device. There was contrast and blood in the inflation lumen and the balloon. The balloon was loosely folded. At 4mm proximal to the tip of the balloon, there was an 11mm longitudinal tear to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 2.50mm x 8mm nc emerge balloon dilatation catheter was advanced; however, during the procedure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 2.50mm x 8mm nc emerge balloon dilatation catheter was advanced; however, during the procedure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good.